Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection was known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to fever and infection. No additional adverse patient effects were reported. This ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to fever and infection. No additional adverse patient effects were reported. This ra lead was explanted.